Event description:
The complainant reported a patient was placed on impella 5.5 for hemodynamic support. While on support, the aic experienced kbd/rotary knob issues. Additional information was provided that noted the patient expired.

Manufacturer narrative:
The device was returned for evaluation. The purge flag was confirmed to be broken, the cause of the broken purge flag is unable to be determined. This report is being filed as part of a retrospective review of historical records.